Event description:
The patient contacted animas on (B)(6) 2012 stating that the up and down arrow keypad buttons were difficult to press. The patient denied damage to the keypad or trauma to the pump. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow, down arrow, and contrast buttons were intermittently unresponsive; the ok button responded appropriately. The audio bolus button was noted to be inoperable. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.